Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. X-ray was taken and showed that the lead had pulled out of the ipg. The physician opened the ipg site to confirm if all connections were good and it was. The patient was reportedly doing well after the procedure, however, reprogramming was not done as there was no working contact. The patient underwent a revision procedure of the ipg and leads. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70, sn: (B)(6). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, two cm from the set screw mark of the clik-x anchor. There were no exposed cables at the location. The lead got kinked and fractured at the anchor point after it exits the anchor when the lead was exposed to excessive mechanical force or movement.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. X-ray was taken and showed that the lead had pulled out of the ipg. The physician opened the ipg site to confirm if all connections were good and it was. The patient was reportedly doing well after the procedure, however, reprogramming was not done as there was no working contact.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. X-ray was taken and showed that the lead had pulled out of the ipg. The physician opened the ipg site to confirm if all connections were good and it was. The patient was reportedly doing well after the procedure, however, reprogramming was not done as there was no working contact. The patient underwent a revision procedure of the ipg and leads. The patient was doing well postoperatively.